Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data have been extensively evaluated, in particular the ecgs showing a heart rate of 53 bpm respectively 80 bpm indicating the battery status eri. However, based on all available device data the root cause for the clinical observation was not determinable. For further detailed insights a ram dump would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This pacemaker was unable to be interrogated. Interrogation was tried several times between (B)(6) 2018 through (B)(6) 2018. It appears that the device remains implanted.